Event description:
It was reported that during an atrial fibrillation ablation procedure, a faradrive steerable sheath was selected for use. The first sheath was inserted into the left atrium, and after the dilator was removed, air was sucked out when suction was applied. As aspiration was performed several times but did not resolve the problem, the device was deemed to be initially defective and was replaced. The second one was inserted into the left atrium and a farawave catheter was inserted and four pulmonary veins were ablated. During post approach to draw a post map, and when the an non-bsc mapping catheter was placed and aspirated, air was drawn out, leading to replacement. The procedure was completed successfully. No patient complications occurred. The devices are not expected to be returned for analysis as were discarded by the facility.